Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. The machine reportedly alarmed with a blood leak alert. Additional information was provided upon follow-up with a registered nurse (rn) from the facility. The rn confirmed the blood leak occurred immediately at the start of treatment. The rn stated the blood leak was internal. Per the rn, blood was visually observed in the dialysate compartment of the dialyzer. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately. Blood test strips were used to test for the presence of blood, and they tested positive. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. The machine reportedly alarmed with a blood leak alert. Additional information was provided upon follow-up with a registered nurse (rn) from the facility. The rn confirmed the blood leak occurred immediately at the start of treatment. The rn stated the blood leak was internal. Per the rn, blood was visually observed in the dialysate compartment of the dialyzer. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately. Blood test strips were used to test for the presence of blood, and they tested positive. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with the ogden adapter caps attached, along with the bloodlines. Blood was present throughout the device. During gross visual examination, a potted fiber fragment was observed at approximately 30° on the cavity ID end, with the dialysate ports positioned at 0°. Under magnification of 20x, the fiber fragment was noted to be kinked, and it measured approximately 4.76 mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. The dialyzer was not subjected to a leak test as potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.